Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed a17 and a21, three times today. The first a21 alarm occurred before a battery change. Then the customer changed the battery and received another a21 alarm. The customer stated that these alarms are resetting the insulin pump and the customer has to reenter the date and the time. The customer¿s blood glucose level was 397 mg/dl at the time of the incident. The customer stated that they will treat with the insulin pump. Troubleshooting was performed and the insulin pump alarmed a21 alarm, again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify unexpected restart and signal too low alarm, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip.